Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown, an infection and purulent discharge at the implant site. The patient was placed under general anaesthesia (date not reported), in order to explant the device and the patient was treated with IV antibiotics during the same procedure. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.